Manufacturer narrative:
The device, intended for use in treatment, has not been returned for evaluation. As noted the device was discarded by the reporting party. Due to this, we cannot establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes could include an intermittent power issue or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during set up the device did not turn on. No patient was involved.